Event description:
At about 6 years and 2 months from primary, the patient came in reporting thigh pain and the cause is unknown. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28-02-2025 lot 174366: (B)(4) items manufactured and released on 13-11-2017. Expiration date: 2022-10-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot (8 as lot 174366a) have been sold with no similar reported event during the period of review. The device history record review does not indicate any potentially related manufacturing issue.